Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider that confirmed the clinical report as organized thrombus. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve. In this case, the patient required re-operative surgery and was reported to be doing well. The device was not returned to edwards for evaluation. Therefore, the device evaluation was not able to be completed and the root cause for the thrombus remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve. In this case, although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after three (3) years, eleven (11) months due to thrombus. As reported, the thrombus was observed on an echocardiogram that was performed due to the patient's back issues. A 23mm pericardial bioprosthesis was used in replacement and no additional details were provided.